Event description:
Device was implanted in 2003. After some weeks during rehabilitation the pt reported severe pain, swelling and loss of full extension of the knee. At revision 5 weeks later the hinge post extension was found loose.